Event description:
The customer contacted baxter's service center regarding a system error 2396 which occurred on the homechoice (hc) during use. The home patient (hp) stated that some liquid had leaked under the hc. The hp then received the system error, which repeated. The hc would be swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that he did not know where the leak had come from. He did not notice anything unusual about his supplies at all, just the solution under the hc. There were no samples available and he did not recall the lot. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.